Event description:
It was reported that far r wave oversensing resulting in inappropriate automatic mode switch (ams) was noted on the patient's implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient condition was stable throughout.